Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The issue was reported to philips because the device had system error f0007 malfunction. There was no specific reported malfunction for the device. There was no report of patient involvement.

Manufacturer narrative:
.